Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported there was a shocking sensation fall of 2016 following implant. On (B)(6) 2017, the device was reprogrammed and the patient was re-educated. The event was ongoing and was assessed as related to the device or therapy, noting it was due to programming/stimulation. It was noted the event was not related to the implant procedure. Indication for use included gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event resolved on 2017-04-03. The cause of the shocking sensation was improper programming of the device. It was reported that the patient was reprogrammed and patient re-education was provided on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Event description:
Additional information reported that the cause was noted to be improper programming of the device. The patient was instructed that increasing pulse width would decrease shocking sensation, which resolved the problem. Troubleshooting included checking the lead pairs at 1.5 a, 210 pulse width. When checking pairs, ranged from 761-2017ohms, <(> <<)>15ma, and all pairs were intact. The device was left on program 3. No further complications were reported/anticipated.